Manufacturer narrative:
In the case description, the user mentioned receiving a bolus uncommanded which resulted in their glucose levels dropping low. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that multiple boluses were delivered on 09jun2026, none of which were based on a carb or glucose entry. Review of the engineering log files found that, for each bolus, the bolus button was pressed to open the bolus calculator, the total bolus amount was manually adjusted one digit at a time to the final volume, the confirm button was pressed to transition to the confirm bolus screen, and the start button was pressed to begin delivery of each bolus. Evidence of interaction with the controller to program and confirm all boluses delivered on (B)(6)2026 was observed. No evidence of an uncommanded bolus was observed in the available log files. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they "began to feel low" and measured a blood glucose level of 40 mg/dl. The patient alleged that an uncommanded bolus had been delivered. In response to the low glucose event, the patient treated the hypoglycemia by consuming regular soda. The patient reported there is no cover on the controller screen, and the controller was in a pocket at the time of the event. The patient stated that prior to the event, a healthcare professional adjusted the settings. The patient cannot confirm the amount of the bolus. The patient was not attempting to bolus at the time of the event. No medical assistance was required.